Event description:
Additional information was from a consumer stated that they been in hell and back since the pump replacement. After a week, they pulled glue, and incision did not bleed until she came home, and incision was bleeding. Before thanksgiving, she went to the emergency room (ER) and they sewed the incision up with nothing. The patient stated that while she in georgia, her daughter contacted her doctor, promoted her to visit the emergency room for surgery to remove the pump. After cleaning everything and reinserting the pump, she experienced no issues. However, she got home before christmas and went back to the ER because she had huge hematomata and they drained the area, she returned home with everything initially fine. However, she later developed blister from hematomata, and it was suspected to be an infection. She was on intravenous antibiotics but struggled to a healthcare willing to treat her. She has had the pump since 1996 without any prior issues. The patient requested healthcare provider listings and was sent.

Manufacturer narrative:
H3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving unknown morphine via an implantable pump. The indications for use was non-malignant pain. It was reported that the patient had their pump replaced on (B)(6) 2024. The pump protruded through the incision site. Their doctor tried to reseal the incision with surgical glue, but that did not work. They then sewed the incision, however, the pump still protruded out one side of the incision and the incision would not heal in that area. Finally, in december, the patient saw a wound care doctor, who was able to relocate the pump and close the incision with stitches, and performed blood tests and cultures to make sure the pump was not contaminated before replacing it. The incision healed nicely. The patient had a drain tube that was in for 10 days, after it was removed it seemed to be healing well and then that area started to ooze. The patient recently saw an infectious disease doctor who ran cultures and said they had a pseudomonas aruginosa infection. The patient was told this infection was very s erious and a pic line was installed to deliver 2gms of the antibiotic cefepime every 12 hours. The culture was taken from the area where the drain tube was. The patient did not believe that the infection began in the pocket of the pump or from the pump itself. The doctor stated that their intrathecal pump had to be removed. The patient has had the pump over 20 years and it cannot be removed and they had no other options. The patient had read that there were ways to treat this infection allowing them to keep the pump and read articles that said the pump could be relocated to the other side. The patient was requesting information regarding infections and intrathecal pumps. The patient and their wound care doctor tried to contact neurosurgeons and pain management physicians in their area and no one would take their medical case to remove the pump if that had to be done. The patient was redirected to their healthcare provider.